Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5145760.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient presented in clinic for an initial implant procedure. It was noted that the right ventricular (rv) lead had high defibrillation impedance. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure. Further information was not provided.